Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported via an article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #8: the procedure was to treat a proximal right coronary artery. The patient presented with an st elevated myocardial infarction (stemi). Pre-dilatation was performed with a 3.0 x 15 mm unspecified balloon catheter inflated to 10 atmospheres. A 3.0 x 12 mm unknown xience stent was deployed at 16 atmospheres. Post-dilatation was not performed. The patient was placed on ascal and prasugrel for dual antiplatelet therapy. On an unspecified date the patient presented with a myocardial infarction (mi). Angiography confirmed very late stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.